Event description:
Pt suffered a respiratory arrest immediately after medtronic synchromed infusion pump was filled. Drug used to fill the pump included baclofen 3000 micrograms/cc; clonidine 500 micrograms/cc and fentanyl 300 micrograms/cc. 18cc's were placed in the p[ump at the time of refill. The pt was successfully resuscitated and was hospitalized. Pt was dismissed from the hospital on 06/01. Upon checking, pump seemed to be functioning appropriately. Pump continued to be used during hospitalization.